Event description:
A caregiver reported that the customer was unable to test his blood glucose due to an unspecified error message received on the adc blood glucose meter. It was further reported the customer experienced high blood glucose, seizure, and a loss of consciousness and was incapable of self-treating. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered glucose intravenously as treatment. Note, the diagnosis of hyperglycemia is inconsistent with glucose treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter dcgy134-n0763 has been returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and strip insertion. Meter did not display an error message and meter advanced to the apply sample screen. Control testing was performed and all results were within specification and no errors were observed during testing. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the lite meter freestyle passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer was unable to test his blood glucose due to an unspecified error message received on the adc blood glucose meter. It was further reported the customer experienced high blood glucose, seizure, and a loss of consciousness and was incapable of self-treating. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered glucose intravenously as treatment. Note, the diagnosis of hyperglycemia is inconsistent with glucose treatment. There was no report of death or permanent impairment associated with this event.